Manufacturer narrative:
The investigation for the reported delivery issues has been completed. The impella was returned for evaluation. There were no abnormalities on the returned guidewire, no kinks or damages were observed. There were no damages or abnormalities on the pump. No catheter or cannula kinks or other visual damages. Multiple different wires were used without success to deliver the pump and due to the right ventricle structure, the pump kept pushing towards the apex and not making the turn to the pulmonary artery. The root cause of the delivery issues was most likely patient condition related. Instructions for use for the related event are as follows: impella rp flex with smartassist system with automated impella controller section: potential adverse events (united states) ¿arrhythmia, atrial fibrillation, bleeding, cardiac tamponade, cardiogenic shock, death, device malfunction, hemolysis, hepatic failure, insertion site infection, perforation, phlegmasia cerulea dolens (a severe form of deep venous thrombosis), pulmonary valve insufficiency, respiratory dysfunction, sepsis, thrombocytopenia, thrombotic vascular (non-central nervous system complication, tricuspid valve injury, cardiac or vascular injury (including ventricular perforation), venous thrombosis, ventricular fibrillation and/or tachycardia.¿ impella rp flex with smart assist system with automated impella controller section: warnings & cautions: warnings ¿do not advance or withdraw the impella rp flex with smartassist system catheter against resistance without using fluoroscopy to determine the cause of the resistance. Doing so could result in separation of the catheter or guidewire tip, damage to the catheter or vessel, or perforation.¿ d.6a and d.6b revised from the initial submission in accordance with updated procedures. H.6 codes 4114 (device not returned) and (3233) results pending completion of investigation were inadvertently omitted from the previously submitted report and have been added to this report. The product has been returned since then and the investigation has been completed. H.10 additional manufacturer narrative instructions for use were added in accordance with updated procedures.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The user facility reported a 69-year-old male in acute myocardial infarction/cardiogenic shock was to be implanted with an impella rp flex device for mechanical circulatory support. It was reported that impella rp flex was inserted into the right internal jugular over 0.27 wire and into the right ventricle but was unable to pass into the pulmonary artery. Multiple attempts were made but due to the right ventricle structure, the impella rp flex kept pushing towards the apex and not making the turn to the pulmonary artery. Additionally, the guidewire kept bending and would not let the impella advance. There was no harm to the patient.